Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a intraocular lens exchange and vitrectomy procedure, in the left eye, the vitreous cutter didn't work. The case was delayed for 2 hours due to troubleshooting. During this time, the surgeon indicated the pt experienced "corneal epithelium disorder" and increased intraocular pressure. The procedure was completed with an alternate system.